Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported the patient occasionally had a shocking or jolting sensation at the lead site. The patient could not think of anything causing the shocking. Impedance checks showed electrodes zero, one, and nine were out of range, but those were not used in the programming. The patient had stimulation set to where they could barely feel it. Reprogramming was performed and the patient could feel stimulation. The patient was going to turn stimulation off and see if the shocking still occurred. The patient was doing fine.

Manufacturer narrative:
(B)(4).